Manufacturer narrative:
H3: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged having difficulty breathing and shortness of breath. Medical intervention was not specified. Additionally, the patient alleged that the device would not turn on or not function properly. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged having difficulty breathing and shortness of breath. Medical intervention was not specified. Additionally, the patient alleged that the device would not turn on or not function properly. During the evaluation of the device, the philips investigation lab (pil) service center observed no sound abatement foam degradation/breakdown in the base unit. There were no errors found to signal that the device's pressure was not functioning properly. A final testing was performed on the device, and no errors, signaling that the device's pressure was functioning properly. In addition to the above findings, it was also determined that the device data was reset prior to pil receipt, and no care orchestrator data was available. There was dust/dirt contamination observed throughout the device enclosure and airpath suggesting an external source to the device.